Event description:
On (B)(6) 2009, this patient was implanted with gore excluded aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, a follow up computed tomography was performed which revealed a proximal type I endoleak. As proximal aortic neck length was not sufficient for implanting an aortic extender component, the physician converted the patient to open repair on (B)(6) 2012. The patient tolerated the procedure and is reported to be in good condition.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.